Event description:
It was reported that the patient had twiddlers syndrome and manually manipulated the leads up to the pocket and dislodged them. Due to the patient having a persistant left superior vena cava, the physician decided to put the new leads on the right side. The old leads were extracted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. It was visually noted that the lead was returned with both conductors damaged/distorted therefore no helix length could be performed. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged and there was apparent explant damage. It was visually noted that the lead was returned with the guide tooth damaged and the helix bent/distorted therefore the helix length could not be performed.